Event description:
In 2008, the lay pt contacted lifescan (lfs) canada alleging that her one touch ultra 2 meter read inaccurately. The complaint was classified based on the lfs another country customer service rep (csr) documentation since lfs another country was unable to contact the pt to obtain add'l info. The pt said the issue first occurred on two days earlier. The pt obtained a result of 10mmol/l on the reported meter. She said she did not trust the reading, so she opened a new vial of test strips from different box and retested; the results were 6.6, 8.5, and 9.6 mmol/l. Based on statistical methodology, the calculated difference of all four results is within lifescan's criteria for precision; however, comparison of the three results obtained with test strips from the same vial was outside of lifescan's criteria for precision. After the issue occurred, the csr noted "because the pt was unable to test her blood sugar, she developed symptoms of hypoglycemia and slurred her works." The pt was given food and felt better. The csr noted a failed control solution test result was obtained; however, the control solution was expired, which can cause inaccurate control solution readings. The alleged readings could not be confirmed in the meter, due to a noted "ok" button issue. The pt's products were replaced. The complaint is reported because the pt alleges she obtained imprecise readings on the lfs product and was unable to check her blood glucose. She claims that afterward she experienced symptoms that can be associated with severe hypoglycemia and felt better after eating food.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.